Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the user interface pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that the display on their device was solid white upon boot up, which is indicative of the device experiencing a lockup condition. In this state, the device could not be used on a patient, if needed. There was no report of any patient use associated with the reported issue.